Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate remained static. There was no impact to customer's blood glucose. Reportedly, the cartridge was reloaded the cartridge to address the event and the pump fill estimate was accurate.